Manufacturer narrative:
(H1) this report was submitted in error as this is a distributed product. The product distributor has been notified. Please disregard this submission.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, while impacting the trial ps femur, the distal tip of the locking arm broke off. This prevented the locking arms from being able to hold on to the femoral component. The broken piece was located on the bed and discarded. Patient was last known to be in stable condition following the event. The device will be returned.